Event description:
It was reported that a patient presented to clinic for follow up. The pacemaker (pm) was unable to be interrogated and there was no magnet response. It was also noted that there no low voltage output from the pm. Premature battery depletion was suspected. No changes or interventions were reported. The patient condition was not known.